Event description:
The duett was deployed following an interventional procedure, via a 7 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and discoloration in the lower right leg. An angiogram confrimed an occlusion. Treatment consisted of a percutaneous thrombectomy pta. The treatment was successful, and the event was resolved with no further complications.